Manufacturer narrative:
H3: one level 1 trauma fast flow disposable from p/n di-60hl was received for evaluation in used condition without its original package. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination; no discrepancies were found. The sample was tested in the h-1200 fast flow fluid warmer machine in attempted to replicate the failure mode. Leakage was found in solvent bond between the lumen tube and end cap. A review of the manufacturing process was performed an no discrepancies were found. The reported leaking issue was confirmed. The most likely cause of the issue was that the production personnel did not apply solvent properly.

Event description:
Information was received that a smiths medical level 1 trauma fast flow disposable was leaking fluid during use. No patient injury occurred.